Event description:
It was reported that a proglide had an unspecified failure. The method used to achieve hemostasis was not reported. The patient reported pain and possible unspecified physical; mental and emotional damages. No additional information was provided.

Manufacturer narrative:
B3: date of procedure estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of pain and hemorrhage are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to remove include, but not limited to, tissue or suture caught in the foot. The subsequent patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: mw5146344 b3: date of event. H6 - medical device problem code 3190 was removed. H6- health effect impact code 4648 removed. H10: additional mfg narrative corrected to address the additional information.

Event description:
Subsequently to the initially filed MDR reports, additional information and medwatch was received: it was reported that a proglide device got stuck during an uterine fibroid embolization procedure. The patient reported that there was profuse bleeding and pain once the device was removed. The method used to achieve hemostasis was not provided. User facility medwatch report received that states "I had a surgery at (B)(6) medical center in (B)(6). I realized in the middle of my surgery that I got scammed by the doctors. Not only did I get scammed, but the product failed. I had to listen to the doctor save my life. After my surgery they didn't tell me about the product failure, or about the blood loss. They sent me home as if nothing happened however, I was awake during the failure. I just couldn't get my eyes open, I woke up a few times during my surgery. The perclose proglide made by abbott vascular inc is a dangerous product that gets stuck and allows people to hemorrhage for a long period of time. I need the FDA to see the photos of my body so you can understand. I bled and bled while listening to the doctor screaming about how the bleeding wouldn't stop. My surgery report is a lie. I was on the table for 5.5 hours for something that should have only taken 90 minutes. I need the FDA to step in and do something about the doctors and the product because people are going to die."

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of pain is listed in the electronic perclose proglide instructions for use (eifu) as a potential adverse event of use of the device. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.